Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located at the moderately tortuous and calcified right common iliac artery. A 7.0 x 40 x 75cm mustang balloon catheter was advanced to the target lesion. First and second inflation was done at 10 atms. Upon third inflation, the balloon ruptured at 10 atms. The device was then removed and replaced with another of the same device. The procedure was completed and no patient complications were reported. The patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located at the moderately tortuous and calcified right common iliac artery. A 7.0 x 40 x 75cm mustang balloon catheter was advanced to the target lesion. First and second inflation was done at 10 atms. Upon third inflation, the balloon ruptured at 10 atms. The device was then removed and replaced with another of the same device. The procedure was completed and no patient complications were reported. The patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: during an attempt to inflate the balloon, a pinhole leak was identified. The leak was located at 1mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and the distal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).